Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event; the programmer passed functional testing. No issue found with the ECG (electrocardiogram) port. Analysis found the latch tabs on the cord door were broken off. Concomitant medical products: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the ECG (electrocardiogram) port was broken. The programmer was returned for repair. No patient complications have been reported as a result of this event.